Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 operating system: ap3a.240905.015.a2.s908usqs8fyi2 hardware: sm-s908u cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 1 and 4 hours. It was reported that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. Cannula was reported to have been properly inserted into the infusion site (abdomen). In addition, the patient reports having pain at the pod infusion site. Treatment information was not provided.

Manufacturer narrative:
The pod arrived fully deployed. No damages or manufacturing defects were observed. No timeouts or drive stalls were observed. The pod arrived in state 15 delivering more than 200 pulses and the data indicates typical user-device interaction. The needle mechanism was reset and redeployed successfully using the lock n load fixture. Inspection of the device found no damages or defects that would contribute to pain during insertion. The cause of the reported event could not be conclusively determined.